Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action (B) (4). During preliminary inspection, it was observed that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not turn on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to tin whisker growth on the connector contacts of the switch flex assembly. A replacement device was provided to the customer.